Manufacturer narrative:
Correction: h6 - annex a. Investigation ¿ evaluation. It was reported that the obturator from a wayne pneumothorax tray was retained in the catheter. The device was required for chest tube placement in a 45-year-old male who weighed 110 kgs with rib fractures and a hemopneumothorax. After the catheter was placed, imaging was performed to verify correct placement. Later, it was discovered that the obturator was inadvertently retained in the catheter which caused a delay in hemopneumothorax resolution. An additional procedure to place new chest tube was performed in order to resolve the hemopneumothorax. No other adverse effects were reported for this incident. Reviews of the documentation, including the device history record, quality control procedures and instructions for use were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) for the reported complaint device lot revealed no relevant non-conformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling, this product is supplied with an instructions for use (IFU) pamphlet, c_t_waynemod_rev5.instructions for use: 7.) Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8.) Advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last side hole. 9.) Remove the wire guide and catheter obturator. Attach catheter to connecting tube with stopcock, and cook chest drain valve. Attach cook chest drain valve in direction indicated by arrow on valve. Note: chest drain valve may be obviated if catheter is to be connected to a water seal suction apparatus or similar mechanical suction device. Do not connect catheter directly to wall suction. Evidence gathered upon review of the dmr, IFU, DHR and no product return, cook was not able to find evidence the product was manufactured out of specification. There is no evidence of nonconforming product in house or in the field. Based on the information provided, no product return, and the results of our investigation, it was concluded that this event to be a failure to follow instructions. The obturator and catheter are two different colors that identify each as different component. There are relevant instructions on the provided product labeling that indicates to remove the obturator after catheter placement. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the obturator from a wayne pneumothorax tray was retained in the catheter. The device was required for use as a chest tube. After the catheter was placed, imaging was performed to verify correct placement. Later, it was discovered that the obturator was inadvertently retained in the catheter which caused a delay in hemopneumothorax resolution. An additional procedure to place new chest tube was performed in order to resolve the hemopneumothorax. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: director of nursing g4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.